Manufacturer narrative:
The reported event of lead break was confirmed. As received, the octrode lead had all its internal wires broken which is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
(B)(6).

Event description:
It was reported there was a lead breakage. In turn, the lead was explanted and replaced to address the issue.